Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq delivered an automatic bolus despite the pump being in sleep mode. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was in the range of 70 mg/dl.

Manufacturer narrative:
Additional information was received indicating that pump did not deliver an automatic bolus while in control-iq (ciq) sleep mode as initially alleged. Reportedly, customer had manually suspended ciq sleep mode and an automatic bolus was delivered during this period of suspension. At some point following this bolus, customer reenabled ciq sleep mode.